Event description:
It was reported that the device was used during a laparoscopic btl procedure, the belly would not insufflate. The rear seal of the device was identified in the abdomen, the piece of plastic was removed. Another device was opened to complete the case. There was no patient consequence.